Event description:
Received information that the 840 ventilator had an erratic display. There was no patient involvement. The customer reported to have repaired the ventilator. Covidien was not authorized to service the device.